Event description:
It was reported that a faradrive steerable sheath during unpacking was noted to have the dilator damaged. It was noticed to be flattened and lifted; therefore, the product was replaced. Then the procedure was completed without patient complications. The sheath has been received and is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath during unpacking was noted to have the dilator damaged. It was noticed to be flattened and lifted; therefore, the product was replaced. Then the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Investigation summary: when the sheath was first received at boston scientific's post mark laboratory it was visually inspected and investigators observed that tip of the dilator was damaged. Device history record review: there was indication that a deviation or nonconformance associated with the manufacturing process or quality control contributed to this event. Additional review is not required. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of a damaged dilator was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency because the damage was observed during the unpacking of the sheath, which indicates it was damaged prior to the device packaging being opened.